Event description:
It was reported that the pt experienced a shocking or jolting sensation and a surging sensation. Her stimulation was in the wrong location. When she turned her stimulation down, the pain went away but her symptoms returned. She was at home. Further info is being requested from the hcp.